Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). According to the manufacturer's initial evaluation and previous tests performed, it is not possible for the clip to break during normal use. Pictures of the broken component will be evaluated by a material specialist. Additional information will be provided upon conclusion of the manufacturer's investigation. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer.

Event description:
The customer states that the safety belt broke while in use at the plastic clip that attaches the belt to the chair.